Event description:
It was reported that when the package to the arthroscopic cutter was opened, there was a red foreign object on the distal end of the shaft that was approximately "1/8 inches long and 30 seconds wide." The foreign object fell onto the floor and was discarded. The device was not used.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions so a device evaluation could not be performed and a root cause could not be determined. Prior to release, 100% of all arthroscopic cutters are inspected and function tested. The device history record for the returned device indicates that the cutter passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.